Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
During follow up on (B)(6) 2011, corporate product surveillance (cps) received a report from a home patient (hp) that she has been resuming therapy successfully except she had a leak in her patient line she said also on that same day when she was using the home choice and not on manual supplies. She could not remember where the leak was, she just said near the tubing of the patient line. She restarted over with new supplies then and was able to resume therapy. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.